Event description:
The customer reported a continuous protonix infusion was started at 1407 on (B)(6) 2013. The nurse ensured the correct rate on (B)(6) 2013. The nurse ensured the correct rate at 8 ml/hr with a dose of 0.8 mg/hr and a concentration of 80 mg in 100 ml. At 1510 the pump began to beep, indicating the medication was complete. Between 1415 and 1445 the patient got up to use the bathroom and needed to be reconnected to the medication, but the pump was only paused and not turned off during that time. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's request for an event log review to identify an infusion duration issue was completed. According to the event log, the user programmed (pantoprazole-cont) on (B)(6) 2013 at 1:55 pm to infuse at a calculated rate of 10 ml/hr with a programmed vtbi of 100 ml. The device had a couple air-in-line alarms; however the infusion was able to be restarted. Approximately one hour later, the infusion was terminated for an unknown reason. The total primary volume infused was listed as 9.54 ml. Approximately five minutes later, the user programmed (pantoprazole-int) to infuse at both a calculated rate of 200 ml/hr and vtbi of 100 ml. The device had a couple air-in-line alarms; however the infusion was able to be restarted. Approximately thirty minutes later, the infusion was terminated for an unknown reason. The total primary volume infused was listed as 95.062 ml. The root cause of the discrepancy appears to be a user programming issue resulting in an overinfusion. No device malfunction is believed to have occurred.